Manufacturer narrative:
A titan touch pump was received for evaluation. No functional abnormalities were noted. Because no functional abnormalities were noted with the returned components, quality cannot determine the root cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to hard pump are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, and because no functional abnormalities were observed with the returned components, no further corrective action is required at this time. See letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, hard pump.